Manufacturer narrative:
It was reported that the patient's right tmj implants were removed due to infection. The surgeon plans to replace the implant after the infection has resolved. Multiple MDR's were submitted for this event. Please reference the report # 2031049-2020-00077.

Event description:
The patient's right tmj devices were removed due to infection.